Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Catalog number 5901-0024.

Event description:
There was a cadaver lab and when cleaning up it was noticed that these parts were broken. The product was part of a workshop set owed by med. Ed.

Manufacturer narrative:
Evaluation revealed the centering drill guide and the centering drill to be the subject products. No further associated products were reported. A review of the device history records revealed no discrepancies. The items were documented as faultless prior to distribution. As the items had been in use for a longer time, we pre-suppose that the devices had fulfilled their tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The received centering drill guide was found to be significantly damaged within the center bore for the drill for the left side application. Significant drill marks were found. Material was abraded and partly broken off. The appearance of the damage indicated that the event was related to the performed cadaver lab, most likely caused by the centering drill being misaligned or not being fully seated into the guide. In case of intended use such damage would not have occurred. The corresponding centering drill had not been returned for evaluation and could not be investigated. The reported event (these parts were broken) could not be confirmed for the centering drill. Based on the above the root cause of the reported event was not related to a deficiency of the devices, but was rather linked to an improper handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
There was a cadaver lab and when cleaning up it was noticed that these parts were broken. The product was part of a workshop set owed by med. Ed.